Manufacturer narrative:
Correction d1, d4: catalogue #, lot #, expiration date, UDI #, g4 (replace ni with na), g1 (update manufacturer location and remove baxter unknown), h4 (omitted on initial). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette was leaking from the patient line. The leak was further described as, ¿the liquid leaks through the patient's line¿. This occurred during priming of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address and phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.